Event description:
According to the available information, when placing the restorelle mesh, a tear/ hole was noted in the mesh. After placing a suture, the physician contacted the manufacturer's representative to discuss the tear. Ultimately, it was decided to remove the suture and mesh. A second mesh was successfully placed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, when placing the restorelle mesh, a tear/ hole was noted in the mesh. After placing a suture, the physician contacted the manufacturer's representative to discuss the tear. Ultimately, it was decided to remove the suture and mesh. A second mesh was successfully placed.

Manufacturer narrative:
A restorelle polypropylene mesh was received for evaluation. Examination of the mesh revealed a hole in the middle of part of the mesh. Microscopic examination of the mesh where the hole was revealed rough and irregular surfaces, indicating stress may have been exerted. Blood residue was also noted on the mesh. The information received indicated that the mesh tore during implant. Quality confirmed the tear in the mesh. As the area of mesh where the hole was noted was rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.